Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate plus profile and experienced postoperative left-sided device migration. The patient also reported experiencing multiple symptoms, including: a completely frozen left shoulder, white vision, part of eye is going one color, sweating, shortness of breath, yeast infections, charlie horse, joint pains all over body, very fatigue, memory loss, brain fog, dry skin inflammation, sleep insomnia, bruising easily, dehydration, skin sensitivity, ringing in the ear left side, and her body feeling as if it were shutting down. The diagnoses were not confirmed by a physician. The root cause of the patient's symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.